Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting non-physiologic noise which was oversensed causing pacing inhibition and greater than two seconds of asystole for this pacemaker dependent patient. A revision procedure was performed and the device and right ventricular (rv) lead were removed from service and replaced. No additional adverse patient effects were reported.